Manufacturer narrative:
D5: operator of device and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tubes kinked within the same patient in two consecutive cases. The patient was aware of the kink from the ventilator alarm. The patient used a sample from another manufacturer, which improved the situation and could be used without any problem. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two samples were received without original package from part number 100/199/070j. Three photos were also included in attachments for evaluation, a kinked condition was detected in the tube. During visual inspection, kinked tubing was detected in two samples. The failure mode of ¿crimped/kinked¿ was confirmed, but the root cause was undetermined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.